Manufacturer narrative:
(B)(4).

Event description:
Information received from the manufacturer's representative reported that patient had stimulation from their implantable neurostimulator (ins) that shifted to the opposite side of their body. The patient noted that it seemed to happen one day to the next and that they needed to increase the stimulation from 4 to 8. The patient reported that nothing traumatized happen to cause the issue. Troubleshooting and diagnostics included impedance testing that showed all values were within normal limits. The representative switched to the patient's other lead and, with reprogramming, was able to get good coverage with effective therapy. No surgical interventions occurred or were planned. The patient status at the time of this report was noted as "alive - no injury". The issue was reported as resolved. Follow up information received on feb. 17, 2016 reported that the patient was seen of additional programming. The representative was able to achieve somewhat better coverage to the patient's left toes by increasing the rate to 80 hz on the current program. Numerous attempts to reprogram both leads were unsuccessful. X-rays taken showed the right lead was at the top of t9 and the left lead was at the top of t10. The indications for use for the implanted device were noted as spinal pain and complex regional pain syndrome type I. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained. Should additional information be received, a follow-up report will be sent.